Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported the patient developed meningitis and had to have the whole pump and catheter system explanted on or around (B)(6) 2014. The patient was on oral antibiotics for an erosion of the previous system (refer to manufacturer report # 3004209178-2014-20954) and then was given additional antibiotics after the meningitis incident. After the erosion the pump was placed on the other side prior to the meningitis diagnosis. Soon after (unknown exact date) the patient had a fever. The placement had gone well without issues. A spinal tap was performed and it was determined the patient had meningitis. The new, recently implanted system which was placed on the other side was removed, including the catheter. The patient had a prolonged intensive care unit (ICU) stay due to severe baclofen withdrawal syndrome requiring intubation and life support. The plan was to discharge the patient home from the hospital on (B)(6) 2014 on gastronomy tube antibiotics. The patient was ¿not doing so well¿ and it was not known if the patient was ¿going to make it.¿ the patient was non-verbal. As of (B)(6) 2014 she reportedly pulled through and was released home last week sometime. The patient was back to baseline. It was not known if a new pump was going to be placed.